Event description:
It was reported that during surgery that the trochanteric fixation nail (tfna) internal locking mechanism didn¿t function properly. It was confirmed that the tfna is a market preference evaluation (mpe). The procedure was successful with no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown tfna nail/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional product code: hwc. Event date: initially reported as (B)(6) 2014. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the locking mechanism on the trochanteric fixation nail anti-rotation impinged on the lag screw when the insertion handle was turned to the proper angle. Surgeon then over inserted the handle by a few degrees, thus allowing the locking mechanism to function properly. It is reported procedure was delayed approximately five minutes due to this issue. Procedure was completed successfully with no further problem, no harm to patient; the patient status/outcome is reported as good.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: no device was returned. The technique guide does state to assure that the inserter handle is aligned to the aiming arm, but does not clearly show the correct position of the screw inserter handle in reference to the aiming arm. The issue with this complaint is that the handle may have not been oriented in perfect alignment with the aiming arm therefore the lock prong in the nail could not be advanced into the groove of the lag screw. The trochanteric fixation nail anti-rotation (tfna) implant documentation was reviewed and the following lines are applicable to this complaint: system must allow rotationally controlled, guided collapse of proximal femur fractures. And system to provide option of preventing sliding of the head element in the nail. The design, tolerance analysis, technique guide, predicate device/reference product comparative analysis and sawbones or wet lab handling evaluation were reviewed. All activities were reviewed and approved. With the exception of the technique guide review the activities are found to be adequate. The technique will be monitored and updated as necessary after more data is collected according to the tfna post market surveillance plan. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.